Event description:
He had medtronic interstim implanted by me for idiopathic atonic bladder and urinary retention on (B)(6) 2013. His retention resolved, but he later developed chronic pain at the generator site and for the past 6 months, shooting pains down the back of the left leg (the side with the lead), even when the device was turned off. X-ray confirmed good lead position, without change. Function of the device was unreliable and, at times, he needed catheter drainage to empty the bladder. Multiple attempts by the medtronic representative to correct these problems by reprogramming the device were unsuccessful. The device was removed in its entirety by me on (B)(6) 2015. His pain is markedly improved since explantation. It is too soon to known if it will resolve completely. I should mention that removal of the tined lead was extremely difficult. Dates of use: (B)(6) 2013 - (B)(6) 2015. Event abated after use stopped or dose reduced: yes.